Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a double power disconnect with his/her controller lasting a brief moment. The patient and caregiver did not recall a power disconnect as no audible alarm was heard from controller. Preliminary log file analysis indicates a loss of power and pump stop. The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. Controller con092857 was returned to the manufacturer for evaluation. Controller initial inspection passed external visual inspection and functional test without any problem; however, further testing confirms the internal nimh malfunctioned causing the controller to not properly sound the double disconnect alarm. The root cause of the reported "no sound" event could be attributed to a depleted internal battery in the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately four months post hvad implantation, the patient experienced power disconnect with his/her controller lasting a brief moment. Patient and caregiver did not recall a power disconnect as no audible alarm was heard from controller. Preliminary log file analysis indicates a loss of power and pump stop. The controller and batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.